Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insulin leaked from the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "caller reported that the insulin kept coming out of the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: one 3ml syringe in an opened blister pack from batch 0079121 was received and evaluated. No visual defects were observed. The reported defect was not identified in the sample received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that insulin leaked from the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "caller reported that the insulin kept coming out of the syringe."